Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the clinician received an unintended delivery of energy at 30 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient or the nurse due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6:device problem code. Evaluation results: the customer's report of "self discharge" was unsubstansiated. Review of the logs showed that the device was placed into manual defib mode by the user, the energy select was pressed 3 times, reached 200j, then the charge and shock buttons were pressed by the user. The customer's report of "shock to user" could not be replicated or confirmed. When the device was placed into manual mode by the user, it becomes the user's responsibilty to follow the operator's guide, listed under "operator safety" to avoid the risk of electrical shock, the user should warn everyone to stand clear and make sure no other operator is in contact with the pads, paddles or gelled areas of the therapy electrodes before the discharge button is manually pressed. The device was put through extensive testing, including bench handling, impedance and stress testing without duplicating any malfunctions. The electrode pads were tested and no issues were observed. The device was recertified and returned to the customer. It is noteworthy to mention the nurse was performing CPR compressions and there were multiple operators at the time of the reported event. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device self discharged and the clinician received an unintended delivery of energy at 30 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient or the nurse due to the reported malfunction.